Manufacturer narrative:
Corrected information is included in the following sections: a1, d1, d3, d4, d5. Additional information is included in the following section: h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-apr-2022 to 12- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ethernet 3 was unplugged. A field service engineer changed duplex, and the system rebooted. However, the drawers were not detected on reboot, so he had to reconfigure ethernet 2 with drawer configuration, which resolved the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system did not allow users to log in during a procedure. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device showing disconnected mode and ethernet port identified as unplugged. Changed duplex settings and reconfigured ethernet with drawer to resolve issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to log in during a procedure. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this incident.